Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The area was described as an itchy heat rash. During a follow up, it was that the patient's doctor prescribed hydrocortisone cream for the irritation. It was reported that the rash was improving.